Manufacturer narrative:
Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator, and it might not detect all perforations. Clinical judgment must always be used. There were no reports of controller or handpiece malfunctioning during the procedure. The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. The lot number of the disposable handpiece was provided, a device history record was performed. The handpiece was released, meeting all qa specifications.

Event description:
It was reported that upon completion of an uneventful ablation procedure, the doctor performed a laparoscopic tubal ligation and noted a defect in the fundus of the uterus with evidence of serosal blanching surrounding it. No evidence of mechanical or thermal injury to other organs of abdominal cavity were noted. The patient was taken to the recovery room and prophylactic antibiotics were administered. Patient was kept overnight for observation and discharged the next day without any sequalae.

Manufacturer narrative:
Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator, and it might not detect all perforations. Clinical judgment must always be used. There were no reports of controller or handpiece malfunctioning during the procedure. The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. The lot number of the disposable handpiece was provided, a device history record was performed. The handpiece was released, meeting all qa specifications.

Event description:
It was reported that upon completion of an uneventful ablation procedure, the doctor performed a laparoscopic tubal ligation and noted a defect in the fundus of the uterus with evidence of serosal blanching surrounding it. No evidence of mechanical or thermal injury to other organs of abdominal cavity were noted. The patient was taken to the recovery room and prophylactic antibiotics were administered. Patient was kept overnight for observation and discharged the next day without any sequalae.